Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter state: unknown, reported through dchu, (B)(6). Investigation summary: exec summary: samples were received and an investigation was performed. This is the 9th complaint for foreign matter from the needle and 2nd related complaint for scale misaligned on the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with these type of events, foreign matter or scale misaligned, for this lot. Confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (excess silicone) for foreign matter from the needle but not able to duplicate or confirm the customer¿s indicated failure for scale misaligned. Samples returned: customer returned (32) 3/10cc, 6mm, 31g syringes in an open poly bag from lot # 0189393. Customer states that when the syringe is pressed, the liquid condenses on the tip of the needle. All returned syringes were tested and 19 out of 32 samples exhibited a small amount of clear liquid coming out of the cannula when the plunger rod was fully depressed. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely silicone. Manufacturing (holdrege) will be notified of this issue. The customer also states that the zero(first) scale of the syringe is so low that it looks like 0.5. All returned syringes were tested using the plug gauge and all scale marking placements fall within specifications. Photos: initial evaluation: examination of the photo indicates that the cannula has a clear droplet expelled from the outer tip of the cannula. The photo only shows the stopper pushed up (seated) against the barrel. There is no evidence or silicone pooling (excessive) inside the barrel. The lab did determine the liquid to be dc silicone which is used to lubricate the inside of the barrel to allow the plunger to move with ease at the time of use by the customer. Manufacturing evaluation: a review of the syringe assembly line where the syringe in question was produced was completed. Process summary: the automatic syringe assembly machine, which feeds 0.3ml syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components into a syringe. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. At the lubrication dial, the printed barrel is received to the barrel prep dial where air passes from probes and blows out any fm that may be within the barrel ID downward and out through the tip. Once this is completed, the printed barrel indexes under the single silicone gun where a shot of silicone is sprayed into the printed barrel ID. CAPA/sa: based on the above investigation no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) are required at this time. DHR review: a lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that 60 bd syringe 0.3ml 31ga 6mm had foreign matter on the device cannula or in the fluid path and scale marking issues. The following information was provided by the initial reporter : the customer stated that when the syringe is pressed the liquid condenses on the tip of the needle and the zero(first) scale of the syringe is so low that it looks like 0.5.